Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated when he was initially implanted; he received effective stimulation coverage for his pain. However, over time his system appears to make his pain worse. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his scs system was explanted. This report was originally submitted on (B)(6) 2015 under MFR report # 1627487-2015260524. The filing is hereby resubmitted to reflect the appropriate MFR report number.

Manufacturer narrative:
The complaint for uncomfortable stimulation could not be confirmed due to damage. The paddle lead was cut but complete. Microscopic inspection revealed several broken wires protruding out of both lead segments 48 mm distal to the stimulation end. The lead segments were returned cut and damaged as a result of the explant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report was originally submitted on (B)(6) 2015 under MFR report # 1627487-2015-260524. The filing is hereby resubmitted to reflect the appropriate MFR report number